Event description:
It was reported that the patient experienced infusion set adhesive event on (B)(6) 2026, as the patient stated that infusion set was not adhering at site during changing the clothes.

Manufacturer narrative:
E1: event country: saudi arabia. Name: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.